Manufacturer narrative:
A ge representative evaluated the system and repaired the hard drive connector. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system will not boot up. No pt injury was reported.